Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein attempted with a proglide device using the pre-close technique with a 6f sheath prior to a mitraclip procedure. Reportedly, when the proglide plunger was removed, there was no suture seen. The footplate was retracted. The proglide device was difficult to remove. After multiple attempts to remove the proglide device with gentle manipulation, the suture was able to be reached and removed. After suture removal, the proglide device was able to be removed from the anatomy. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 11f and the mitraclip procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/suture retrieval issue could not be confirmed because not all components were returned for analysis. Difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.